Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. H11: block b5 updated for clarity.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail single use 270um was used in a procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, approximately three to five millimeters of the fiber tip detached in the right kidney. Reportedly, part of the detached portion was retrieved and one piece remains. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached. Block h10: investigation results one lighttrail single use 270um laser fiber was returned in one piece. The fiber measured approximately 309.9 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 2 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a lighttrail single use 270um was used in a procedure in the kidney performed on (B)(6), 2019. According to the complainant, during the procedure, approximately three to five millimeters of the fiber tip detached in the right kidney. Reportedly, part of the detached portion was retrieved and one piece remains. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 26, 2019 that a light trail single use 270um was used in a procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, approximately three to five millimeters of the fiber tip detached in the right kidney and was retrieved. Reportedly, another piece of the fiber was not retrieved. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.